Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.

Event description:
It was reported that an (B)(6), male, was in the cath lab. The md reported the intra-aortic balloon (iab) wrapping was not correct. The iab box was opened. After the correct procedure for vacuuming and removal of the iab from the tray, the iab was placed in the super arrow-flex (saf) sheath and became stuck. The insertion site was the femoral artery. There was no reported pt injury, complications or death. There was a 30 minute delay noted. The outcome of the pt was noted as "fine." Ref MDR # 1219856-2010-00861 for second event involving the same pt.